Manufacturer narrative:
(B) (4).

Event description:
Following lead replacement impedances were greater than 2,000 ohms on all unipolar pairs. The bipolar pairs were within normal range. The device was programmed to a bipolar setting with normal impedances. The pt was to be monitored for symptom control and effectiveness. Further info is being requested at this time.